Event description:
It was reported by repair work order that there was no power to the bed as the power prong on the power cord was damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.